Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. It was indicated that the receiver was exposed to moisture, which is misuse of the device. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and no damage. Receiver charge and boot tests were performed and failed due to receiver won¿t turn on and receiver moisture damage pictures attached. Functional tests were not performed due to receiver won¿t turn on and receiver moisture damage pictures attached. An internal visual inspection was performed and failed due to water damage. The receiver log was not downloaded due to receiver won¿t turn on and receiver moisture damage pictures attached. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported